Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump is depleting batteries quickly, requiring weekly replacements, and sometimes rejects new batteries. Buttons are sticky and non-responsive, and the user must perform prime and rewind multiple times. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884l was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
All buttons function properly. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No motor rewind anomaly or unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. No insulin flow blocked alarms listed in pump downloaded history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 09:29:00 after more than 7 days at 18.01 days. These alerts are expected and occur during normal pump operation. No failed battery test listed in the pump history download. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. The electronic assemblies and motor assemblies were inspected, and no anomalies were noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Pump passed functional testing. No failed battery test, low battery alerts, keypad anomalies, no delivery anomalies or drive motor rewind anomalies noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
All buttons function properly. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No motor rewind anomaly or unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. No insulin flow blocked alarms listed in pump downloaded history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 2.0 received the lowbatteryalert (104) on 03/30/2025 09:29:00 after more than 7 days at 18.01 days. These alerts are expected and occur during normal pump operation. No failed battery test listed in the pump history download. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. The electronic assemblies and motor assemblies were inspected, and no anomalies were noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Pump passed functional testing. No failed battery test, low battery alerts, keypad anomalies, no delivery anomalies or drive motor rewind anomalies noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.